Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator was not delivering oxygen. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Event description:
The international philips field service engineer (fse) reported that a ventilator was not delivering oxygen. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The data acquisition (da) pcba and five o2 solenoid valves were returned for failure analysis. Visual inspection of the returned parts revealed no anomalies. A failure investigation (fi) technician installed the da pcba and solenoid valves into a fi ventilator to duplicate the reported issue of not delivering o2. The technician could not replicate the problem. There was no fault found on the returned da pcba and o2 solenoid valves.

Manufacturer narrative:
The international philips field service engineer (fse) reported a ventilator was not delivering oxygen (o2) and required bench repair. Additionally, the fse reported the ventilator was physically damage. Patient or user involvement information is unknown and was requested from the fse. The fse reported that there was there are no reports of patient involvement or delay to patient therapy. The device was evaluated by the fse. The fse replaced the data acquisition (da) printed circuit board assembly (pcba), oxygen solenoid valves, and solenoid valve seal to address the 1111 error code. Moreover, the touchscreen, liquid crystal display (lcd) assembly, lcd tray, user interface (ui) assembly, lcd cable, ui cable pcba, top cover, front panel assembly, base assembly, o2 fitting retention plate, and updated option code for the new ui. Following the fse's visit, the unit was functionally tested and successfully passed all testing. The unit was returned to service.